Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was offline due to a broken cord. A field service engineer (fse) confirmed after the customer moved the station to a different location and damaged the rear communication sled ethernet connection. The fse replaced the communication interface board, verified proper operation of the station, and confirmed that functionality was restored before closing the case. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer was offline and cord was broken. There were no adverse events or injuries reported based on this event.